Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, issues after g6 mobile app update was reported. No additional patient or event information is available. No data was provided for evaluation, however the attached photo confirms the issue. The complaint confirmation was confirmed. The probable cause could not be determined.